Manufacturer narrative:
Batch review performed on 16-sep-2022. Lot 2003349: (B)(4) items manufactured and released on 07-jul-2020. Expiration date: 2025-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 16-sep-2022. Liner: mpact dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot 2000167: (B)(4) items manufactured and released on 16-apr-2020. Expiration date: 2025-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 11 months after the primary surgery, the patient came in reporting pain due to cup impinging anteriorly. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.